Event description:
The pump was returned for investigation. Investigation revealed that the display was lifted. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation found that the display was not held down by the tape, and the transceiver flex was torn/cracked. Unrelated to the complaint, investigation also found corrupted software which was resulting in multiple call service alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.